Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/1/2026. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: did the needle fall into the patient? If so, ¿ was the needle piece(s) retrieved during the same procedure? --yes. ¿ were x-rays taken to locate the needle piece(s)? --no. ¿ what measures were implemented to retrieve the broken piece? --the broken piece was retrieved shortly with surgical instruments. ¿ was there any additional tissue damage resulting from the search for the needle piece? --no. - does a fragment of the needle remain in the patient¿s tissue? If so, ¿ is there any plan in place to remove the needle piece in the future? ¿ if so, could you please provide the scheduled date for the removal? ¿ in which tissue structure was the broken needle located? ¿ what is the surgeon¿s opinion of the potential consequences for the patient? --no. H3 photo summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an opened foil labeled vcp772d product code with lot number 10bhbg and expiration date 2030-09-30, with a needle broken at the tip area and no suture visible. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an laparoscopic radical resection of right colon cancer procedure on (B)(6) 2026 and suture was used. It was reported that during surgery, the needle tip broke when sewing in surgery. Changed another one to complete surgery. Enclosed please find defect photo. The broken needle was retrieved shortly. The procedure was completed and no patient consequence reported. Additional information was requested.